Manufacturer narrative:
(B)(4) for the evaluation findings of fiber tip damage. A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Examination of the fiber face within the sma connector revealed debris covering a majority of the fiber face with light shining through the unobscured part. This debris could not be cleaned off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear and round. The complaint as reported cannot be confirmed based on the condition of the returned device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on july 21, 2015 that a flexiva 200 laser fiber was used during a procedure on an unknown date. According to the complainant, during the procedure, the laser fiber would not conduct energy. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed debris covering majority of the fiber face.